Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported before intraocular lens (iol) implant procedure, when inserting the lens into the cartridge, the lens leg did not fold properly, so the surgery was completed on same day without harm to the patient after replacing it with a new lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned in the company cartridge. Viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area, misfolded up against the roof of the cartridge. The leading haptic was folded onto the anterior optic surface. The trailing haptic was extended back. This position would indicate a plunger underride occurred. The company cartridge had evidence of placement into a handpiece. Scrape damage was observed at the end of the tip. This damage appeared to have been caused by the plunger tip. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A qualified cartridge was used. It is unknown of a qualified handpiece and viscoelastic were used. The root cause for the reported issue appears to be related to a failure to follow instructions for use (IFU). The lens was pressed up against the roof of the cartridge. This position would indicate a plunger underride occurred. The trailing haptic was extended back. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown of a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ovd combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).